Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what was done to treat the shard penetration? First aid. Was medical or surgical intervention required? No. What is the status of the injury today? No problems reported. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what type of first aid was done to treat the shard penetration. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a student assisted the surgeon who performed a laparoscopic right salpingo oophorectomy procedure on (B)(6) 2017 and topical skin adhesive was used on the patient. During closing, the student squeezed the device to break the ampule. While applying, the student didn¿t feel like it was coming out as it should and squeezed the ampule again which at this time the glass punctured through her dirty glove. The area was washed then the student was sent to the ER to have blood work done and the patient's blood work information was also reviewed. It was reported that first aid was provided but no medical or surgical intervention was required. The student is currently back at school and doing well. There were no adverse patient consequences reported. Additional information has been requested.